Event description:
Revision surgery - the 50mm lima revision proximal body could not engage into the distal stem. In addition, the retaining screw would not sit properly and set very proud to proximal.